Manufacturer narrative:
Visual evaluation of the returned device found that the brush was missing, although the handle was in the position in which the brush would normally be retracted (the brush was likely removed to obtain the biopsy sample). The entire length of the guidewire lumen was torn and the ro marker was missing; the tear appeared to be caused by a guidewire. All paint markers along the length of the tear were chipped, and the distal end of the sheath had been trimmed to reduce the outer diameter. Some of the blue paint bands were missing from this area as well. Several kinks were identified along the working length, but the pull wire extended and retracted when the handle was actuated during functional evaluation. The condition of the returned device was consistent with the complaint that the ro marker had detached; however, the damage to the device was consistent with the tearing of a guidewire through the guidewire lumen. Therefore, the most probable root cause of these defects is user error, as the user did not adhere to the directions for use (dfu) regarding device removal. The most probable root cause of the kinks and chipped paint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date unknown). According to the complainant approximately 2mm of damage was noted at the proximal end of the rx channel, and a 3-4mm slit was noted at the distal end. The physician suspected that the patient's tortuous intrahepatic ducts caused the extended brush to enter a different duct than the guidewire itself, thus causing the tear at the distal portion of the sheath in addition to causing the radiopaque (ro) marker to detach inside the patient. The cause of the damage to the proximal end of the rx channel is unknown. It was confirmed that the account alleges no malfunction of the guidewire used during this procedure, however, and the procedure was completed with another rx cytology brush. The ro marker was left in the patient to pass naturally.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date unknown). According to the complainant approximately 2mm of damage was noted at the proximal end of the rx channel, and a 3-4mm slit was noted at the distal end. The physician suspected that the patient's tortuous intrahepatic ducts caused the extended brush to enter a different duct than the guidewire itself, thus causing the tear at the distal portion of the sheath in addition to causing the radiopaque (ro) marker to detach inside the patient. The cause of the damage to the proximal end of the rx channel is unknown. It was confirmed that the account alleges no malfunction of the guidewire used during this procedure, however, and the procedure was completed with another rx cytology brush. The ro marker was left in the patient to pass naturally.